Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve slipped into the ventricle during release upon the last second of turning. The initial position was at approximately 4 mm but after release, the valve was implanted at 15-18 mm. An attempt was made to snare the valve up but the valve dislodged from the annulus and was left implanted in the ascending aorta. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: procedural angiographic films submitted for review confirmed that the first valve implanted migrated towards the ventricle on release. The image shows an attempt with a snare to reposition the valve at 4 mm depth and on the release of the snare, the valve migrated towards the ventricle leaving a deep implant. The snare was reattempted which resulted in dislodgement. That valve was placed in the descending aorta, not the ascending aorta as reported. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, there was no information provided regarding the patient anatomy, and an assignable root cause leading to the initial dislodgement cannot be determined but it is likely that procedural/technical factors may have contributed to the second dislodgement of the valve into the aorta, as a snare was reportedly used to reposition the valve, which was confirmed by imaging review. The device instructions for use (IFU) warns the user as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.". There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.